Event description:
It was reported a home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. The following day, the patient began treatment for peritonitis with fortum 1 gm in one bag intraperitoneally (ip) (frequency not reported) and vancomycin 2 g in one bag ip (frequency not reported). At the time of this report, the outcome of peritonitis was unknown and the patient remained hospitalized. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.